Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield jaws would not close. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood was observed. A visual inspection determined that the heater wire was not flexed away from the hot jaw and the wire remained in place at the base and tip of the jaws. Jaws won't close completely as required when toggle was pushed back. Based on the results of evaluation, the reported failure "bent-wire" is not confirmed, but is confirmed for the analyzed failure "jaws don't close".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield jaws would not close. A replacement device was used to complete the procedure. The hospital did not report any patient effects.